Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported on (B)(6) 2020 there were no spo2 alarms when the patient's o2 saturation dropped. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.